Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated impedances on contact 16. Lead migration was confirmed via x-ray. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.